Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for nav drill guide body 2.2-2.4mm was conducted identifying that lot number pc5015277r was released in a single batch. Batch1: lot qty of (B)(4) units were released on 19 oct 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the nav drill guide body 2.2-2.4mm (p/n: 202000120, lot #: pc5015277r) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the drill guide was received disassembled and two scale sub assembly were returned. No other issues were observed with the returned device. Functional test: overall functional test was not performed as the mating devices were not returned. However, the two scale sub assembly components were able to assemble/disassemble from the device without any issues. Can the complaint be replicated from the returned devices? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as there was no evidence of damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: 103140293, nav drill guide assemblies, 2.2-2.4 and 2.8-3.2; 103140293, drill guide scale subassy. Complaint confirmed? No. Investigation conclusion the complaint condition was not confirmed for the nav drill guide body 2.2-2.4mm (p/n: 202000120, lot #: pc5015277r). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgical procedure. During the surgery, it was noticed that nav drill was faulty. It was not connecting with the device. There was no fragment generated. The surgery was completed without delay. There was no patient consequence. Concomitant device reported: unknown handles (part # unknown, lot # unknown, quantity # unknown). This complaint involves two (2) devices. This report is for (1) nav drill guide body 2.2-2.4mm. This report is 1 of 1 (B)(4).